Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint at the interface board. The battery out limit alarm could not be verified and the displacement, basic occlusion, occlusion, prime and no delivery tests could not be performed due to the blank display. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump was blank. Blood glucose value was 399 mg/dl; treated with manual injection. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She stated that the display did not return after removing the battery for more than 10 minutes and cleaning the battery cap. The customer was then instructed to remove the battery for 2 hours and call back. She called back the next day and reported that the display did not return after the two hour reset. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.